Event description:
Boston scientific received information that during a follow-up appointment one week after this right ventricular (rv) lead was implanted, the patient described feeling fatigue and shortness of breath. The physician found that the pacing threshold measurement was high, and loss of capture was seen. An x-ray showed that this lead had dislodged. A revision procedure was performed, and the physician replaced this lead with a new lead. With the new lead, pacing threshold measurements were normal. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this rv lead was discarded by the physician and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead is expected to be returned to boston scientific for analysis. A request for additional information has been made. This investigation will be updated should further information become available.